Manufacturer narrative:
The 26mm commander delivery system was returned, unlocked at default position, and full loader assembly over flex shaft. Delivery system was inserted through the sheath, with the guidewire fully inserted through delivery system. Per visual inspection of the returned device, the following information was gathered adhesive present on distal guidewire lumen, severe flex tip gouges, guidewire lumen spring coil assembly stretched. Spring is stretch out around 12, sheath fully inserted through delivery system, balloon wing exposed and balloon torn at the ic bond at ic bond location & distorted crimp balloon over inflation balloon. Due to condition of the returned device no applicable functional testing was able to be performed. Double wall thickness of the crimp balloon was taken and the measured components were within specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As the returned device meets specification with no evidence to support a manufacturingdesign defect has contributed to the complaint, a manufacturing mitigation review is not required. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Imagery provided by the site shows the patient anatomy and the following can be noted patient annulus with heavy calcification, patients access vessel mld sizing smaller than 5.5mm (red circles), heavy calcification and severe tortuosity seen in patient access vessel, compression seen on spring coil assembly during insertion and bent strut seen on inflow of thv. The following instructions for use (IFU) and training manuals were reviewed commander IFU, us, device prep manual, and device procedural manual. Thv retrieval back into sheath tip thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU training deficiencies were identified. Separation of the crimp balloon proximal to the ic bond during withdrawal of the delivery system is an issue that has been previously identified and investigated in a product risk assessment (pra). As such, a complaint history review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 through march 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to navigate and position catheter to target location. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) andor device training materials. The benefits of the system outweigh the risks associated with tracking difficulty or navigating through the anatomy to the target location. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in product risk assessment (pra). No product non conformance was identified during the evaluation and the occurrence rate did not exceed march 2021 control limit. The pra documents the potential for difficulty retrieving device, resulting in procedural delay. For this case, material separation was only observed after the delivery system was retrieved from the patient. Pra was previously initiated to investigate the cause and assess the risk associated with balloon torn. Pra re escalation threshold has not been exceeded. Based on this assessment, the pra remains applicable and no further action is required. Since no edwards defect was identified, no corrective or preventative actions are required. The reported events were able to be confirmed per evaluation of the returned device. Through the returned evaluation of the complaint device, manufacturing nonconformances were not identified. A review of the DHR, and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of ifutraining materials also revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in pra. Tortuosity in the access vessel along with heavy calcification can create noncoaxial insertion and withdrawal angles, resulting in the distal end of the delivery system, with crimped valve with bent strut, onto the torn portion of the sheath liner. The provided imagery shows that the patients access vasculature had a significant degree of calcification and tortuosity present. A calcified and tortuous access vessel can create non coaxial alignment between delivery system and crimped valve. This can cause the crimped valve with bent strut to catch on the sheath leading to reported withdrawal difficulties. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. As per the provided patient imagery, there was tortuosity and calcification present within the patients anatomy. Calcification and tortuosity can create challenging pathways for the delivery system and crimped valve to travel through. As such, it is possible that the tracking and withdrawal difficulty experienced by the user may have been attributed to the patients tortuosity. In attempts to bypass the reported difficulties, excessive manipulation may have been used to overcome the tortuous anatomy and resulted in the separation of the delivery systems distal tipballoon with crimped valve. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-02336. Manufacturer report no:2015691-2021-02337. Manufacturer report no:2015691-2021-02338.

Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by the edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the operator attempted to insert the 26mm commander delivery system through the 14 f esheath of highly calcified and tortuous anatomy. Advancement was not possible, even after panning for kinks. The operator tried again after assessing wire and sheath tip placement under fluoroscopy. While the delivery system advanced slightly, it became stuck in the sheath. It was discovered that one valve strut was bent which subsequently perforated the sheath and vessel. At some point during the removal, the balloon tore and the distal nose tip separated. A surgical cutdown was required. The surgical team was able to retrieve the valve, balloon, and delivery system. The patient remains hospitalized.